Event description:
FDA medwatch consumer voluntary report ¿ zimmer biomet nexgen knee replacement complications section a: (B)(6), age: 63, gender: female, note: I am a resident of (B)(6), reporting complications from a knee implant surgery performed internationally, with subsequent revisions in the us. Section b: adverse event or product problem; event type: adverse event and product problem, description of problem: I experienced severe complications with my zimmer biomet nexgen complete knee solution knee replacement, including aseptic tibial loosening, persistent pain, swelling, and instability, necessitating multiple revision surgeries. The issues are linked to the (B)(6) 2022 zimmer biomet recall of nexgen stemmed option tibial components used with lps flex or lps flex gsf femoral components, as confirmed by my orthopedic surgeon on (B)(6) 2025. ¿ dates of events: ¿ original implant surgery: (B)(6) 2015, (B)(6) ¿ first revision surgery:(B)(6) 2019, (B)(6)¿ re-revision surgery: scheduled (B)(6) 2025, (B)(6) ¿ recall awareness: informed by orthopedic surgeon on may 3, 2025. ¿ outcomes attributed to adverse event: ¿ required intervention (multiple revision surgeries) ¿ disability (reduced mobility and quality of life) ¿ other serious (important medical events): severe pain, swelling, and instability. ¿ relevant medical history: arthritis of knee issues before the 2017 implant. Complications began post-implant, leading to ongoing pain and need for revisions. Impact: the complications have caused substantial medical expenses, lost wages, severe pain, suffering, and diminished quality of life, requiring ongoing medical care and a third surgery. Section c: product information, product type: medical device; device name: zimmer biomet nexgen complete knee solution - components: nexgen stemmed tibial component, size 4, lot numbers: 63535344, 63118997, 63558546, 63613720. Nexgen legacy knee posterior lps flex, size e, edi 00596403212, lot # 64428181; edi 00597206532, lot # 6430937, manufacturer: zimmer biomet, 1800 west center st, warsaw, in 46580, USA. Implant date: (B)(6) 2017; device location: implanted at (B)(6). Recall information: device recalled in december 2022 for higher revision rates and aseptic tibial loosening, as reported by the UK national joint registry (rrr 2.04 for lps flex, 5.41 for aseptic tibial loosening). Section d: healthcare provider information - current orthopedic surgeon: dr. (B)(6) hospitals involved: original surgery: (B)(6). First revision: (B)(6). Re-revision scheduled for (B)(6) 2025 at (B)(6). Note: my current orthopedic surgeon at (B)(6) informed me of the recall on may 3, 2025, linking my complications to the recalled components. Section e: submitter information: name: (B)(6), date of submission: july 16, 2025, note: I am pursuing a potential lawsuit with law firms (e.g., (B)(6) and request follow-up to support my claim. Please provide a confirmation number for my records. Impression: increased delayed phase uptake surrounding the tibial component of the right knee prosthesis without increased blood flow or pooling around that area is suggestive of aseptic loosening of the tibial component. Thank you for this referral. Electronically signed by: (B)(6) workstation ID: (B)(6) narrative result status: finalized authenticating radiologist: (B)(6) requestor: (B)(6) reason for exam: rt failed joint knee, hx of rt knee replacement spect/CT bone scan with vascular phase (3- phase) reason for exam: displacement of internal knee prosthesis, history of total right knee replacement comparison: no prior bone scan. No recent radiographic imaging available. Technique: the patient was injected with technetium-99m hdp 29 mci IV followed by acquisition of blood flow and/or blood pool as well as delayed spot images of the knees. This was followed by delayed spect/CT imaging with computer tomographic reconstruction performed in the standard orthogonal planes. Findings the flow images demonstrate no significant asymmetry or increase in blood flow around the knees. The blood pool images demonstrate no significant asymmetry or increase in blood pooling around the knees. The delayed spect/CT images demonstrate increased uptake along the medial and posterior aspects of the shaft as well as the tip of the tibial component of the right knee prosthesis. Ref reports: mw5172988, mw5172989. Pt codes: 1994, 4577, 4526, 1924. Device codes: 1420, 3023.